Event description:
Customer reports patient result "inr <0.8" for patient and subsequent lab result at 1.5 inr. No report of patient injury or adverse outcome.

Manufacturer narrative:
Manufacturer conclusion: manufacturer evaluation/investigation in process.